Event description:
Information received from the field does not address the patient's clinical status but notes that the ventricular lead was sensing and capturing in the atrium and the atrial lead was sensing ventricular events. When the pulse generator was programmed to 90 ppm in aai, the ventricle was captured at 90 ppm. The leads were found to be reversed in the connector header. The patient reported that this was corrected.